Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for spinal pain and other. It was reported that the patient was having an unrelated MRI. The patient was not using stimulation because "something was not in the right place." A revision was planned but postponed due to the patient's throat cancer treatment. A revision will be planned one day and the patient had seen another surgeon about the revision. The event date of this issue was believed to be 2012 or 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.